Manufacturer narrative:
The meters have been returned and an investigation is in process. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted. This MDR is linked to three other mdrs involving meters with the following serial numbers: (B)(4).

Manufacturer narrative:
The meter was returned and investigated. Visual inspection identified contamination around strip port module perimeter and in battery compartment. Strip port module was replaced with a known good strip port module and testing was performed with passing results. Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (47jf5h) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A healthcare facility reported that four of their adc blood glucose meters were producing readings that were higher than what was expected. It was further reported that when the staff covered the sugars per md orders, based upon those readings, they found themselves emergently treating the patients for unspecified signs/symptoms of hypoglycemia. It was further reported the readings in question were in the "300's", but when they retested within 3 minutes, on the same meters, they received a reading in the "100's". It is unknown which patient symptoms and treatment is linked to which meter, but what is known is that one patient received at least three doses of d50, another patient received at least two doses of d50, another one received glucagon and one patient did not require any emergent treatment. None of the patients experienced a loss of consciousness. There was no report of death or permanent impairment associated with this event.